Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call possible over delivery alarm. Customer's blood glucose level was 163 mg/dl. Customer believed the insulin pump over delivered insulin while they experienced low blood glucose levels. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.